Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation summary: post marketing vigilance concurrently with engineering led an evaluation of one tyvek label of a device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. A tyvek label of an endo stitch 10mm suturing device was received. A review of the device history record indicates this lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be a not confirmed as the device was not returned for investigation. There were no adverse patient events reported as a result of the alleged event. Should new information become available, the file will be re-opened and reassessed at that time.

Manufacturer narrative:
(B)(4). Additional attempts have been made to obtain additional information and device return for evaluation. A supplemental will be sent when new information becomes available. A review of the device history record indicates this device lot number was released meeting all release specifications at the time of manufacture. A review of complaint data reveals no trend for a device related failure for this condition. (B)(4).

Event description:
According to the reporter: the handles were squeezed extremely hard to make the transfer of the needle and a couple of times the jaws would not open at all. Additional information has been requested but not yet received.

Manufacturer narrative:
(B)(4). Post marketing vigilance led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. Visual and functional testing of the returned sample confirmed the product did not meet quality release specifications that were tested regarding the reported conditions due to the pin lock not properly centered. Replication of the reported condition is due to the pin lock not properly centered. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.